Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported a midline was installed on (B)(6) 2023. On (B)(6) 2023 on departure from the scanner, the stretcher bearer informed that the device is on the floor without appearing to be torn off. It was fixed with the vygon fixator according to the information given.